Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the deployed angioseal collagen was sticking outside of the patient and the plug did not take when using the angio-seal device. The following information was provided by the user facility: the physician removed the collagen plug that was outside of the body. Held pressure on groin. No harm to the patient. The patient is stable. Manual compression was used to seal the arteriotomy, and was held successfully. Blood loss was reported to be minimal, less than 250cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.